Event description:
Patient reported left side rupture and capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed, one opening on the anterior side assessed as smooth opening. Additional observations: wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture and capsular contracture baker grade ii. Device has been explanted.

Event description:
Device has been explanted.